Event description:
It was reported that within three days of implant, the lead was found to not be pacing. An x-ray revealed a myocardial perforation. Subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that within three days of implant, the lead was found to not be pacing. An x-ray revealed a myocardial perforation. Subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.